Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer blood glucose level was 24.0 mmol/l at the time of incident. The customer did not feel ok to troubleshoot. The customer was not treated with back up as of yet for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were not in auto-mode and they thought that the insulin pump itself was not working because their blood glucose was 24.0 mmo/l. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.